Manufacturer narrative:
H10: for the one reported malfunction, one device were returned for evaluation. Damaged/defective component was confirmed. A lot number was provided and a lot history review was performed. A definitive root cause could not be determined. The device is labeled for single use. H10: g4 h11: d3; h6 (results/conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j implantable port allegedly experienced peeling and a defective component. This information was received from one source. The one malfunction involved one patient with no patient consequence. The age, weight, and gender of the patient was not provided.

Manufacturer narrative:
The device for this one malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j implantable port allegedly experienced peeling and a defective component. This information was received from one source. The one malfunction involved one patient with no patient consequence. The age, weight, and gender of the patient was not provided.